Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a sterling balloon catheter. The balloon was loosely folded, and the device was bloody. Analysis of the tip, balloon, markerbands, inner/outer shaft included microscopic and visual inspection. Inspection revealed a hole in the balloon material that was 1mm distal to the proximal markerband. The edges of the hole were jagged/irregular in shape. Inspection of the rest of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. Two 6.0x120x150-hybrid sterling balloon catheters were advanced for dilatation. However, both balloons ruptured upon initial inflation. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. Two 6.0x120x150-hybrid sterling balloon catheters were advanced for dilatation. However, both balloons ruptured upon initial inflation. The procedure was completed with another of the same device. No patient complications nor injuries were reported.